Event description:
Consumer claims to have been pierced with inverness ear piercing system on 4/11/98 at a retail vendor. After 5 weeks one ear became infected at the ear piercing sight. She sought medical treatment. Earring was removed and antibiotic prescribed.